Event description:
It was reported that during a colostomy takedown procedure, surgeon went to fire the instrument and after the firing sequence, backed off the 2-3 half turns and the anvil was not attached thus compromising the anastomosis. Then the surgeon fired another stapler and had the same issue happened. The surgeon had to do a loop iliostomy. Patient is currently doing well. Two devices returning.